Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff started to leak after few hours. It was reported that it was tested without incident. It was reported that re-cannulation of a replacement tube was unknown. The customer reported that patient outcome was asked but unknown.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe, 25cc of air was applied to the cuff and it was noticed the cuff held the air, the cuff was left inflated 2 hours according to process instruction. After this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.